Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker had a high impedance reading greater than 2000 ohms. The field representative could not reproduce the high impedance. The physician decided to abandon the lead surgically. No additional adverse patient effects were reported.